Event description:
It was reported that large volume pumps were observed with broken latch/sear. There was no information on patient involvement. Customer reports they are having to order an large number of replacement parts to keep up with the breakage repairs.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had broken latch/sear was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.